Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring did not deploy properly. The seal didn't come all the way out of the tube and the surgeon had to physically pull it out. The same unit was used to complete the procedure. This reportedly occurred a few times; the exact dates, batch info and number of occurrences is unk. The hospital did not report any pt effects. The product was discarded.